Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a second revision surgery due to infection that occured approximately 5 months after the primary surgey. The first revision surgery was 2 days before the second one. The second revision is due to the fact that the wound was flowing. The surgeon replaced humeral cup 135/145 36/+3 and the centered glenosphere by the same products.